Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had experienced an unexpected restart alarm. The customer¿s blood glucose level was unknown. The customer also states had received a watchdog timeout alarm. The customer states the pump did not return to normal function. Advised the pump will need to be replaced. Advised to discontinue use of the pump and to revert to backup. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Device was tested with no watchdog timeout alarm and unexpected restart alarm noted.